Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that a remote transmission was sent due to a possible right ventricular (rv) lead fracture. In addition, oversensing, short ventricle-ventricle intervals, low impedance, and elevated pacing thresholds were all exhibited. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.